Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak at the probe of the coulter act diff analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found that the probe was leaking. The fse traced the cause of the leak to the dual diluent filters that needed to be replaced. The fse replaced the dual diluent filters and the leak was repaired. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was dual diluent filters. (B)(4).